Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia as well as hypoglycemia. The customer high blood glucose level was 469mg/dl and the low blood glucose level was 27mg/dl. The customer was treated with insulin pump for high blood glucose level and candy for low blood glucose. Customer also was in diabetic ketoacidosis. Customer declined troubleshooting for high blood glucose value and low blood glucose value. The device will not be returned for analysis.